Event description:
Customer reported experiencing a low blood glucose level, reaching as low as 53 mg/dl. Cause was not known. Customer called tandem diabetes as bg action. System check was performed by tandem technical support and the pump is functioning as intended. No further assistance required.